Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to initiate therapy. There was no report of patient harm or injury. The clinical specialist troubleshooted the issue with the patient and confirmed that both leads had one electrode (each) out of range or exhibiting high impedance. The device was reprogrammed, and the patient was able to resume bilateral stimulations. Although the device remained functional, the patient underwent revision surgery, during which both leads were replaced without complications. The explanted device was not returned for analysis due to hospital policy. The post-initial implant imaging was reviewed. It was confirmed that there was an inadequate strain relief loop and/or improper initial positioning of the left lead.

Manufacturer narrative:
Mml #: (B)(4). This record is associated with MFR report # 3021520203-2025-00145. The device history record was reviewed. No relevant nonconformances were found. Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). Updated b5 and h6.

Event description:
It was reported that the patient was unable to initiate therapy. There was no report of patient harm or injury. The clinical specialist troubleshooted the issue with the patient and confirmed that both leads had electrodes that were out of range or exhibiting high impedance. The device was reprogrammed, and the patient was able to resume bilateral stimulations. Although the device remained functional, the patient underwent revision surgery, during which both leads were replaced without complications. The explanted device was not returned for analysis due to hospital policy. The post-initial implant imaging was reviewed. It was confirmed that there was an inadequate strain relief loop and/or improper initial positioning of the left lead.